Manufacturer narrative:
Other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was reported by the company representative on (B)(6) 2016. The rep reported that the patient had experienced increased pain and that the physician had been unable to aspirate through the catheter access port. Additional information was reported by the healthcare professional on (B)(6) 2016. It was reported that the date of onset of the event was (B)(6) 2015. The pump was used to deliver bupivacaine (8 mg/ml at 12 mg/day) and clonidine (100 mcg/ml at 12 mcg/day). The patient was taking oral gabapentin at the time of the event. The patient's pertinent medical history included diabetes mellitus; hypertension; neuropathy; knee surgery; neck, shoulder and elbow surgery; and allergies to dilaudid and morphine (itching). The patient first started experiencing the increases pain that led to a catheter study in (B)(6) 2015.

Manufacturer narrative:
Info referenced the main component of the system and other applicable components are: product ID: 8782, product type: catheter. Product ID: 8780, product type: catheter.

Event description:
Information was reported by a healthcare professional via a company representative regarding an unknown patient receiving an unknown medication from an implanted pump. The indication for use was unknown. At a catheter revision on (B)(6) 2016 the rep reported that the healthcare professional (hcp) used the 8782 (ascenda spinal revision kit) catheter and left part of the distal portion of the 8780 (ascenda intrathecal catheter) implanted. It was unknown if the patient had any symptoms related to the event, why the catheter was being revised, and when the catheter issue started.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.